Event description:
During a laparoscopic gastric bypass procedure, the blue cartridge used on stomach tissue deployed formed staples, but the staples did not penetrate the tissue. The tissue was cut resulting in a large hole in the stomach tissue that had to be hand sewn. There was a one hour delay in procedure time.